Event description:
Patient identifiers were not provided by the reporter. The nurse observed a small blood leak, less than 20cc, at the bottom of the filter during two extended crrt treatments. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc for each. No medical intervention was reported.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a crack occurred in the arterial cap on the filter. Review of device history records revealed the lot of cap components met all specification requirements. Mechanical integrity testing of retained samples met all acceptance criteria. Nxstage medical considers this report closed. No additional information will be provided.